Manufacturer narrative:
Article title: formation of a stenotic fibrotic membrane at the distal anastomosis of bovine jugular vein grafts (contegra) after right ventricular outflow tract reconstruction citation: j thorac cardiovasc surg 2004;127:285-6. Doi:10.1016/j.jtcvs.2003.08.031 authors: alexander kadner, md, hitendu dave, md, thomas stallmach, md, marko turina, md, and rene´ pre¿tre, md zurich, switzerland sept 10, 2003 of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review that a study was performed to evaluate formation of a stenotic fibrotic membrane at the distal anastomosis of bovine jugular vein grafts (contegra) after right ventricular outflow tract reconstruction. The study population included 67 patients implanted with a medtronic contegra valved conduit (serial numbers not provided). Among all patients, two adverse events occurred, which included: increasing pressure gradients (50 mm hg) at the distal anastomosis and eventually required re-operation with graft replacement. Both patients had previously undergone repair of tetralogy of fallot with a 12-mm contegra conduit, which was selected because of the patient's diminutive (small) pulmonary arteries. No additional adverse patient effects were reported. Of note: in the two stenosis cases there was a size discrepancy between the 12-mm conduit and the pulmonary bifurcation, a reduction of the diameter of the contegra is performed by the surgeon to create a harmonious distal anastomosis. The formation of the fibrous membrane at the side of this transition zone suggests the involvement of a disadvantageous turbulent flow pattern.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.